Manufacturer narrative:
Product will not be available for evaluation. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: there was white powder found inside the silkobag. The powder blocked the filter on the anesthesia machine. The entire machine was out of commission as the bellow was blocked and the o-ring had to be cleaned. No injuries reported.